Manufacturer narrative:
The evoke cls remains implanted. The root cause of the reported event cannot be definitely determined; however, the physician noted that the implant position of the evoke cls may have contributed to the reported event. The evoke scs system surgical guide states, " the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician's evaluation confirmed that the cls had been implanted slightly too low and at an angle, potentially contributing to the patient's discomfort while sitting. A revision procedure was performed to reposition the cls and resolve the reported event.